Manufacturer narrative:
Na

Event description:
The surgeon stated that the screws broke when he inserted the screws into the patient. The surgeon was not able to remove the broken part of the screw and had to leave the remaining part of the screw in the patient.